Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient experienced a sudden return of symptoms on (B)(6) 2018. The caller reported that the patient had been feeling off. The caller reported the patient had not experienced any falls or trauma, and that the healthcare provider (hcp) made a programming change about 2 weeks ago. The caller also reported that the hcp checked the wires and confirmed that everything was fine. No further patient complications have been reported as a result of this event.